Event description:
Philips received a complaint from a customer that when using a motorized wedge in pinnacle and setting a static beam type in the planning software version 7.4f, impac (record and verify system) incorrectly interprets the dicom rt message. All of the wedge mus are placed in the "open" field in impac. This could result in a serious mistreatment.

Manufacturer narrative:
(B)(4). The investigation found that the reported issue was previously investigated for (B)(4), whereby dicom exported pinnacle plan for a motorized wedge beam with static beam type selected is incorrectly interpreted by the impac record and verify system on the receiving end, resulting in all wedge monitor units being placed in the open field in impac. The results of the investigation showed that the root cause of this issue was use error and there is no malfunction of the pinnacle software.